Manufacturer narrative:
Please refer to the attached report.

Event description:
Reportedly, on (B)(6) 2015, the patient entered the urgency room presenting inappropriate shocks due to noise on the rv channel (54 inappropriate shocks were delivered). Atp and shocks were turned off. Several lead measurements were done but the impedance of pacing and coils were within the normal range. An x-ray was performed but no lead fracture was shown. Sensitivity tests revealed that high amplitude noise "spikes" are present in the rv channel, some of them inhibiting the biventricular pacing. Rv sensitivity was reduced (set to 4.0mv) but periods of pacing inhibition persist. The re-intervention was scheduled for (B)(6) 2015.

Event description:
Reportedly, on (B)(6) 2015, the patient entered the urgency room presenting inappropriate shocks due to noise on the rv channel (54 inappropriate shocks were delivered). Atp and shocks were turned off. Several lead measurements were done but the impedance of pacing and coils were within the normal range. An x-ray was performed but no lead fracture was shown. Sensitivity tests revealed that high amplitude noise ¿spikes¿ are present in the rv channel, some of them inhibiting the biventricular pacing. Rv sensitivity was reduced (set to 4.0mv) but periods of pacing inhibition persist. The re-intervention was scheduled for (B)(6) 2015.